Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when interrogating the implantable neurostimulator (ins), the patient programmer shows, intermittently, an oor (out of regulation). The stimulation was programmed in constant voltage, monopolar. Troubleshooting was performed. An impedance test analysis was used to run several tests, most of the time the impedances were in range impedance but only once it resulted with low impedance on a non-active electrode. In addition, the ins was turned off and on, which did not resolve the oor. Furthermore, the system was palpated but no shocking sensation was elicited. Lastly, the voltage was switched from constant current but that did not resolve the oor as well.